Event description:
The customer reported that they have an AED which has a totally dead battery. They reported that the AED was on the wall in school. The customer did not report this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED battery pack will not stay in the unit and the asi is blank. The battery pack has an expiration date of may 2028, and the pads have an expiration date of october 2024. The maintenance schedule is reported as monthly. Review of log history file found that the unit entered service: june 2017. In august 2023 between the 23rd and the 25th three different battery packs were installed. It is not explained in the complaint file as to why the different battery packs were changed out. In the middle of july 2024 the battery pack was depleted and the unit displayed a service code of 'error code' that may be related to the battery depleting due to a failure of the customer to address the red asi. At the end of july, the battery was fully depleted or removed. The middle of august 2024 a new battery pack was installed, and the service code was cleared with a manual self-test. The log history file was downloaded. The customer was advised that the depleted battery should be removed from service and returned to the manufacturer for further analysis. AED can remain in service with the new battery pack, and the user should continue to monitor the unit per the manufacturer's IFU. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Although the ddu series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit. Should additional information become available a follow-up MDR shall be submitted.